Manufacturer narrative:
A report was received that the patient was admitted with high watt alarms . The hvad pump (B)(4) was returned to heartware for evaluation. Review of the manufacturing documentation confirmed that the associated pump met all requirements prior to release. Various analyses were conducted and reviewed to evaluate the performance of the device in relation to the reported event. The reported event was confirmed via review of the controller log files which revealed high watt alarms. Analysis of the device revealed that the device passed dimensional verification. Functional testing revealed a power shift condition during the post explant wet test which does not correlate with the complaints as this was not the source of the reported increase in power consumption. The power shift condition was not present at the time the device was released which may suggest it was likely introduced during use. Additionally, maximum power attained by the power shift of 2.20 w is below the power limit set for this patient; therefore, no high power events were logged due to this condition as the power shift did not reach the threshold set for this patient. Visual examination revealed mild to moderate abrasions on the upper and lower housing surfaces and impeller surfaces. These mechanical abrasions of the housing surfaces and the matching surfaces of the impeller are indicative that external factors, such as thrombus formation, may have forced the impeller against the housing with sufficient strength to overcome the preload of the magnetic spring/suspension system. As such, the presence of friction marks is likely a symptom of the clinical challenge the pump has experienced and is generally not evidence of a pump induced problem. Independent pathology report revealed evidence of thrombus within the pump. The most likely root cause of the high power event can be attributed to external factors such as thrombus formation/ingestion. With a review of the available information there was no evidence of device malfunctions or performance issues of the device that would impact the reported event. Based on the available information a definitive conclusion cannot be made regarding factors potentially contributing to the reported pump high watts and suspected thrombus; however, in addition to required adequate anticoagulation, lvad pump candidates often possess several risk factors for intravascular coagulation which may include arterial and/or venous vascular disease, chronic low flow state and decreased immobility. It was stated that the patient was hospitalized a week prior to the event for driveline infection. The patient's anticoagulation was held during hospitalization for bronchoscopy. Infection is associated with homeostatic abnormalities ranging from isolated thrombocytopenia and/or subclinical activation of blood coagulation (hypercoagulability).  Pharmacological and clinical factors related to anticoagulation therapy may also have contributed to the reported event.  Though the root cause of the reported event cannot be conclusively determined; there are patient, pharmacological, and procedural factors that may have contributed to this event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. High watts alarms, an indication that the pump watts has exceeded the high power alarm threshold, may be indicative of thrombus or other tissue fragments in the pump. Hemolysis may be due non-device related causes or shearing within the pump, and may lead to the disruption of the integrity of the erythrocyte membrane. Thrombus and hemolysis are known potential complications associated with all patients implanted with vads as outlined in the labeling. The instructions for use addresses setting parameters for the high power alarm threshold, how to recognize high watt alarms and guidelines for optimal patient management (including therapeutic anticoagulation guidelines) to avoid thrombus formation while the system is implanted. Missing information from this report is identified as a blank, unknown and as no information (ni), this information was not provided in the reported event or available at the time of report submission. The company is seeking this information through the event investigation. Heartware will submit a supplemental report if new facts arises which materially alters information submitted in a previous MDR report.

Event description:
A report was received that the patient was admitted with high watt alarms on (B)(6) 2016. The patient had dark urine but was otherwise asymptomatic.  Preliminary log file analysis revealed power consumption above normal operating range and multiple high watt alarms. The patient was initially placed on heparin and given tirofiban on (B)(6) 2016. Tirofiban was discontinued the morning after it was started.  Additional information was provided indicating that the pump was exchanged on (B)(6) 2016. The patient's anticoagulation was reported to be controlled. His international normalized ratio (inr) level was considered therapeutic and the patient was on 325mg aspirin (asa). The patient was in the hospital a week prior to the event for driveline infection, and while admitted they decided to do a bronchoscopy to culture (to confirm patient has mycobacterium avium complex pulmonary disease), so they held the patient's coumadin and bridged with lovenox. No further information was provided.